Event description:
It was reported that the device showed no pacing when the telemetry strip was reviewed. The right ventricular lead capture threshold was within normal limits and sensing was appropriate. The patient was uncooperative when isometrics were attempted so oversensing could not be ruled out, nor could loss of capture. A chest x-ray was ordered to check lead position; both the device and lead positioning looked fine. The physician stated there may have been some interference within the device that temporarily caused inhibition of pacing. The output was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).